Manufacturer narrative:
This supplemental report is being filed to provide additional coding.

Event description:
It was reported that this patient had received an inappropriate shock due to oversensing of lower signal amplitudes with noisy signals. The patient's shock impedance was also high but still within range. The entire system was deactivated at this time. No additional adverse events were reported. This supplemental report is being filed to provide additional coding.

Event description:
It was reported that this patient had received an inappropriate shock due to oversensing of lower signal amplitudes with noisy signals. The patient's shock impedance was also high but still within range. The entire system was deactivated at this time. No additional adverse events were reported.